Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during initial hip arthroplasty, the head would not engage onto the taper stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by return and evaluation of the device. Visual inspection found the head to be in pristine condition. The outer radius is void of scuffs or scratches. No impact marks or scratches were observed inside the taper. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.